Event description:
A surgeon reported that a large amount of air came from the infusion line, making surgical visibility poor. There were no reported consequences to the pt. It was noted that there was "health damage like iatrogenic retinal break", however, the surgeon reported that the break was not related to the air leakage. Add'l info has been requested, however, none is expected.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).